Event description:
Report from pt services that pt experienced three episodes of "shock feeling" in her leg when going through theft detector at stores. The device remains implanted in the pt. Instructions for decreasing the amplitude of the device and then turning the device off before going through theft detectors in the future were reviewed with the pt. No further info is available.